Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the ipg was unable to communicate with the external devices and issue was confirmed by the sjm representative. The patient reports she bumped her ipg against a wall and in addition, she is unsure when she last recharged her ipg. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg and therapy was resumed.